Manufacturer narrative:
This report is for one (1) unknown locking bolt. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). This report is for one (1) unknown locking bolt. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016 patient underwent revision surgery to remove broken proximal femoral nail antirotation (pfna). The construct was implanted on (B)(6) 2016. Implant broke post-operatively. Post-operative x-ray also revealed broken locking bolt. Patient outcome is not reported. This report is for one (1) unknown locking bolt. This is report 2 of 2 for (B)(4).